Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source exhibited scope communication error (b30 error). The issue occurred during preparation of use of colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please disregard d9 as this is duplicate information that was added in error and cannot be removed. The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.